Manufacturer narrative:
Eua#: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars-cov-2 positive results were obtained using bd sars-cov-2 reagents for bd max¿ system. Confirmatory testing was performed using bd biogx sars-cov-2 assay and the results were negative. Results were not reported. There was no report of patient impact. Eua#: (B)(4).

Event description:
It was reported while testing for sars-cov-2 positive results were obtained using bd sars-cov-2 reagents for bd max¿ system. Confirmatory testing was performed using bd biogx sars-cov-2 assay and the results were negative. Results were not reported. There was no report of patient impact. (B)(4).

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# (B)(4)) lot 0290222 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that the lot 0290222 was manufactured according to specifications and met performance requirements. Customer complained of discrepant results and provided the database from instrument ct2028. Some samples gave positive results with the bd sars-cov-2 reagents for bd max system but gave negative results with the bd biogx sars-cov-2 reagents. The customer mentioned that 13-15 samples are affected but gave specific ID for only two of them tested with kit lot 0290222. Analysis of the database allowed to find 13 discrepant samples. Some of these samples were also tested with another kit lot of the same assay (lot # 0302991). Manual pcr curve adjudication was conducted across the 13 samples with discrepant results (sample ID: 157/a3, 169/a5, 181/a3, 183/b2, 204/a6, 205/a7, 216/a2, 225/b12, 228/b3, 230/a8, 234/b1, 241/b2 and 241/b6). Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Analysis of pcr curves of all discrepant sample show late amplifications for n1 and/or n2 target without anomaly, indicative of true positive results. Such results can occur when a sample is at the assay limit of detection (lod). Moreover, limit of detection can vary between different assays. It is noted that strong positive samples are present in each run mentioned in this complaint and, contamination during sample preparation and/or material handling, could also have contributed to some of the positive results. Bd was unable to confirm the exact cause of the customer¿s positive results. However, no product issue is suspected. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot # 0290222. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA).